Manufacturer narrative:
MDR 3003442380-2026-21186 / initial 3 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set fell off during use event on 22 apr 2026. The infusion set was in use for five to ten minutes. The patient replaced infusion sets and resumed insulin successfully.